Event description:
The reporter indicated in a scientific article that a vns patient developed excessive daytime sleepiness after vns placement. The reporter attributed this event to the apneas, hypopneas, tachypneas and arousals associated with vns stimulation during sleep. The reporter stated that the episodes occurred exclusively during the 30-second stimulation and that the patient refused to have her device disabled during sleep. At the patient's request, vns therapy was discontinued after polysomnography, resulting in a complete resolution of daytime sleepiness.

Manufacturer narrative:
Article reference: holmes md, chang m, kapur v. Sleep apnea and excessive daytime somnolence induced by vagal nerve stimulation. Neurology 2003:61:1126-9.